Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right atrial (ra) lead was explanted due to a lead insulation damage. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the electro-cautery was damaged. The helix mechanism was retracted. Blood/body fluid noted in the outer lumen, in the helix housing and neck region. The reported field allegation was confirmed; the insulation damage most likely due to electro-cautery approx. This damage is noted underneath an attempt with a lead repair kit. The anode (outer) conductor coil also appears melted apart in the area located approx. 121mm from the terminal pin.

Event description:
It was reported that additional information was received from product investigation closure, and a supplemental report is being filed. It was reported that the right atrial (ra) lead was explanted due to a lead insulation damage. No additional adverse patient effects were reported.